Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 355ld leaked. The case was finished by pulling another trocar. There was no consequence to the pt.